Event description:
It was reported that a contaminated model d-evprop34 delivery catheter system (dcs) was identified during a transcatheter aortic valve implant procedure. The contaminated dcs was subsequently exchanged for a product of the same model. No patient complications occurred as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a contaminated model d-evprop34 delivery catheter system (dcs) was identified during a transcatheter aortic valve implant procedure. The contaminated dcs was subsequently exchanged for a product of the same model. No patient complications occurred as a result of this event. Additional information was received that the packaging was not damaged. When the dcs was taken out of the packaging, it touched a hanging cable from the ceiling.

Manufacturer narrative:
Medtronic received additional information that changed the event description of this previously reported event. The device sterility was compromised upon removal from the package due to touching a cable hanging from the ceiling. There is no evidence to suggest the device caused or contributed to a reportable death, serious injury or malfunction. Updated: b5, e1. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.